Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. A few hours after the procedure, it was found that the suture was broken. The patient experienced bleeding from the line of suture and re-operation was necessary. The patient is stable now. Additional information will be requested.